Event description:
It was reported that in the patient's room when drawing blood from the distal lumen port, leakage occurred from the extension line. It was noted that the lumen may have been damaged by a blade when changing the dressing. As a result, the catheter was removed and a new kit was opened and used without issue there was no reported delay, death, or complications to the patient as a result of this occurrence. The catheter was inserted (B)(6) and removed (B)(6).

Manufacturer narrative:
(B)(4).